Event description:
The pt was revised for pain due to a loose humeral component.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Provided info states the patient was revised for pain due to loose humeral component. The cause of loosening could not be determined. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.